Event description:
It was reported to medtronic minimed that the customer experienced occluded, damage (physical or cosmetic), keypad/button unresponsive/button error, no delivery/occlusion alarm. The customer reported blood glucose value of 315 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: 770g document treatment for high bg: mmt-7911na. The event involved product(s) mmt-399a, mmt-332a, mmt-1880. Troubleshooting was performed. Customer reported high bgs. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported a keypad anomaly and/or stuck button alarm. Customer reported insulin flow blocked alarm. No further patient complications were reported. No product return is required for mmt-399a. Product return requested for mmt-332a. Customer declined to return, or is unable to return. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly and no unexpected no delivery/occlusion alarm or stuck button error alarm noted during testing. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found (3) no delivery/occlusion alarms on 06-jun-2024 at 17:49:48, 17:50:24 and 17:56:01. No stuck button error alarm found in the pump history file/trace on the event date 06-jun-2024. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the keypad assembly, electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (22.8 mv). The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, peeling keypad overlay, missing display window cover and scratched case. No delivery/occlusion alarm was not confirmed. Keypad/button unresponsive/button error alarm not confirmed. Cosmetic damage confirmed at the keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.